Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver an unspecified concentration of propofol. It was reported that during priming prior to patient use, the nurse was unable to prime the tubing set. The customer contact reported that the convertible piercing pin of the tubing set was in the open position. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.